Event description:
It was reported that the patient died approximately one month post implant of a leadless implantable pulse generator (ipg). The patient experienced hemothorax and on a computerized tomography (CT) scan pericardial effusion was noted. The patient received cardiac massage treatment but the patient died.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 28-jun-2021 . Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.